Event description:
It was reported that the xience v stent delivery system (sds) balloon could not be inflated during attempts to pressurize to 10, 12 and 16 atmospheres. The stent remained stationary on the balloon and the sds was removed from the patient without any difficulties. Another xience v sds was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood and contrast visible on the distal shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. A new indeflator filled with contrast, diluted 1:1 with water was used to attempt to pressurize the balloon catheter to the rated burst pressure (rbp). The balloon did not inflate. It was noted that the hypotube jacket was blocking the proximal end of the hypotube. Based on the incident information and analysis of the returned product, it appears that the reported failure to inflate the balloon was caused by a blockage in the hypotube of the sds. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for inflation issues or blocked hypotubes for this lot.